Manufacturer narrative:
Visual evaluation of the returned device found a hair inside the pouch across the seal. The complaint was consistent with the reported event that a hair was found inside the sealed pouch. Based on the available information and the condition of the returned device, the most probable root cause is "manufacturing". There is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation the when the device was unpacked , it was noted that a radial jaw4 standard capacity biopsy forceps, had a hair sticking out of the sterile packaging. No patient or procedure was involved.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation the when the device was unpacked , it was noted that a radial jaw¿ 4 standard capacity biopsy forceps, had a hair sticking out of the sterile packaging. No patient or procedure was involved.